Event description:
The user facility reported that a pt reaction occurred immediately after onset of dialysis treatment. The pt's symptoms were described as "shaking and a sense of impending doom". The dialysis treatment was suspended, the pt was given oxygen, put on another dialyzer and completed the dialysis treatment with no further complications. The dialyzer and circuit were discarded.